Event description:
It was reported that during reprocessing the hand piece device "got hot". The device was not being used in surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been received. Reliability engineering evaluated the device and observed that the device failed the temperature acceptance test in the elbow and base of the device. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).